Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains unconfirmed.

Event description:
Related manufacturer report number: 2017865-2019-13646, 2017865-2019-13647. It was reported that purulent fluid was noted in the pocket. The system was explanted for infection. The patient was stable before, during and after the event . The patient was admitted post procedure for antibiotic treatment.